Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)had been in use on a patient for three days when it had a defective optical sensor. The pump was replaced in about 10 minutes, but there was no impact on patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)had been in use on a patient for three when it had a defective optical sensor. The pump was replaced in about 10 minutes, but there was no impact on patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain additional information on repair. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent.

Event description:
N/a